Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are able to charge their implant but are having to charge more often. Patient stated they noticed the change in charging about a week or two ago. Patient has not had any falls or trauma but has been having a little back pain around the same time. Patient also reported when they sleep it is very uncomfortable because if they sleep on their back they are getting uncomfortable jolts sometimes the patient was redirected to their healthcare provider to further address the issue.